Event description:
It was reported that "a skin irritation/possible chemical burn occurred."

Manufacturer narrative:
Conmed received a vague report of a skin irritation or possible chemical burn occurring. This device is a monitoring ECG electrode that no power is applied to. We have tried repeatedly to obtain more specific information. If we obtain any data that will allow for an investigation, a supplemental report will be filed.